Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: eighty-two (82) samples were received and evaluated. All of them are in its sealed packaging blister. They were visually inspected under a 30x microscope and finding no issues or any type of defect. Thirty-two samples were randomly selected and tested for the cannula pull force. The values were between 12.2 lbs. To 14.8 lbs, and they are within specification. The specification is 3lbs to 16lbs. Based on the investigation and the analysis of the samples, the reported symptom could not be confirmed. The root cause is undetermined.. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot#: 9351487 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch #. Based on the investigation and with the samples analysis the symptom reported by the customer could not be confirmed. We will continue monitoring this lot and this symptom. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needles 18x1-1/2 rb experienced a needle that was loose/pulled out of the hub during use. The patient received a CT scan as a result of the defect. The following information was provided by the initial reporter: material no: 305196 batch no: 9351487. I'm a pharmacist at a pharmacy in (B)(6). We have the bd precisionglide needles 18g 1 1/2 (1.2mmx 40mm) and one of our patients used one and the needle broke off from the syringe and is stuck inside of his stomach (subcutaneously). The lot is 9351487 and the expiration date is 2/28/2025. Additional information per customer response: what is the date the incident occurred? (B)(6) 2020. Was there serious injury? No. Did the course of treatment change? No. Was there medical intervention? No. Were there any other actions taken? The patient went to the emergency room but they did not intervene because the needle did not appear on a CT scan.